Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015 the reporter contacted animas, alleging a casing condition - moisture issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Rust/corrosion found inside battery compartment. Battery compartment crack at the threads to the left of the bumper and at case seal below the bumper. Leak test failed due to battery compartment leak. Opened pump; no further evidence of internal moisture. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.